Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported high voltage reached hundred percent during laser application in the unknown eye of a patient, during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample is expected to be returned to wavelight for evaluation. The root cause could be determine as user error, as the customer has started the treatment despite several warnings from the system regarding the energy value before treatment. The manufacturer internal reference number is: (B)(4).